Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the there was an issue viewing the neuro devices. The fse replaced dual link dvi transmitter and receiver, as requested by the iq specialists for better visualization. After replacement of dvi transmitter and receiver, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an issue viewing the neuro devices. No harm has been reported to philips. Philips has started an investigation of this complaint.